Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a nonsustained episode due to oversensed noise. The patient was seen in clinic and the same noise could not be recreated. An x-ray from implant was reviewed and there appeared to be some air. The air has dissipated and no further episodes with noise were observed. No adverse patient effects were reported.